Event description:
Caller wants to know how long a patient could go between port flushes. They were looking for guidelines since some patients are non-compliant and go much longer. Advised that per IFU we recommend a q4 weeks and we do not have info on what to do if a port is not flushed according to the IFU. Advised that whether to flush a port that was not flushed in a long time would be a medical decision best made by the md. Evidently, they had a patient who had not had her port flushed for 1 year and the md did not want to flush it. The patient consented to the procedure and begged the md to use her port. The nurse was able to get a blood return and flush easily, however, the patient coded and died. They originally thought it was a blood clot but the autopsy showed that the patient had had a massive heart attack and the death was not related to the port flush.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.